Manufacturer narrative:
The reported events of premature battery depletion and inability to interrogate were confirmed. As received, the device telemetry communication and outputs were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found with signs of rapid depletion. Hybrid circuitry was tested, indicating elevated current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Event description:
It was reported that the pacemaker exhibited premature battery depletion and failure to interrogate. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 should have been pacemaker rather than cardioverter defibrillator.

Event description:
It was reported that the cardioverter defibrillator exhibited premature battery depletion and failure to interrogate. The device was explanted and replaced. The patient was in stable condition.